Event description:
It was reported that (2) tct75 devices were used during a total gastrectomy. It was reported by the affiliate that the scrub nurse handed the first tct75 instrument to the surgeon in the intermediate position. The surgeon grabbed the organ with the instrument and closed the device. Surgeon tried to fire the device, but it only moved 2cm, then stopped and would not go backwards or forwards. This process was repeated with the second tct75 with the same results. A tct55 was used to complete the case. There was no consequence to the pt. 02/11/2000 message from affiliate. Only (2) devices were involved in the event, no reloads.